Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to perform a pump reset, which resolved the issue as the cgm error did not reoccur, and the caller successfully started a new sensor session.